Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction would likely be considerable mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the telescope had a broken eyepiece. The issue was found during preparation for use for a therapeutic cystoscopy with fulguration of bladder tumors that was completed with the same equipment and no delay. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
The device was returned and the evaluation found that the outer tube was bent, the scope was missing the protective tubing, the distal edge had scratches, the eyepiece funnel was cracked and the lens in the optical system was chipped. Should additional relevant information become available, a supplemental report will be submitted.